Manufacturer narrative:
(B)(4) retrospective filing no samples were provided by the customer. Received customer picture. No batch# was provided by the customer. No clarification or further information was received from the customer. Unfortunately, without basic information, a thorough investigation is not possible. The cause of the event cannot be determined due to insufficient information.

Event description:
Customer states tubes are not spinning correctly and "look half spun". Reports are from multiple locations.